Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken speaker. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:  baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported "broken speaker" which was verified as a no audio condition during evaluation. The cause was determined to be a failed speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.